Manufacturer narrative:
The explanted device is anticipated for return to edwards lifesciences and an evaluation of the product is currently pending its arrival. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this bioprosthetic aortic heart valve was explanted after nine (9) years due to prosthetic aortic valve deterioration and stenosis, secondary to heavy calcification. This was replaced with a 21mm pericardial bioprosthesis. The valve function was excellent and the mean aortic valve gradient reduced to 5 mmhg. The patient was later discharged on pod #7.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. Calcification also plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Although there have been attempts to retrieve the device from the hospital, the explanted valve was not returned to edwards lifesciences for analysis. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. At this time, without return of the device, edwards is unable to confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The clinical observation of calcification was confirmed through follow up with the health care provider. As the device was not returned for evaluation, the root cause of the calcification remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology likely contributed to the calcification of this pericardial valve.

Event description:
Edwards received additional information from the healthcare provide. Per the pathology report, the valve leaflets were thickened and revealed irregular yellow-tan to red gray granular to papillary calcified areas. No additional information was received.